Event description:
Patient had a cooling pad on his right knee per protocol after a right total knee replacement. Rn caring for patient identified that the water in the hypothermia unit was hot to the touch, the tubing was warm and the patients knee was warm. Rn removed machine, placed ice pack to right knee and obtained new machine. Machine was inspected by biomed. Range on machine is set for 5-7 degrees celsius, however when machine was tested it was at 15 decrees celsius.what was the original intended procedure?right total knee replacement.device #1is this a laboratory device or laboratory test?no.